Event description:
Overdelivery reported: the pump was programmed to infuse hydration fluid at a 24 hour rate. It was reported that the liter bag infused in approx 10 hours. There was no pt harm reported. According to the customer contact, "the nurse checked the settings and hung the next bag." The bag infused within the programmed time frame. The physician was notified the following day and an order to remove the pump from clinical svc was rendered. Though requested, there was no additional info available.